Manufacturer narrative:
Returned to manufacturer on: unknown. The investigation date has been used for this field. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for (B)(6) with the incident lot was observed.

Event description:
It was reported that bd vacutainer® edta 2k tubes had red foreign matter embedded in the stoppers. No serious injury or medical intervention reported.

Manufacturer narrative:
Medical device type: this has been corrected to jka. PMA / 510(k)#:this has been corrected to k981013.